Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient device was in cycling mode. The pulsating was caused by cycling. There was a 50% or greater symptom reduction but the patient wants 100% effect and to never catheter again. The representative had not seen the patient in a while to provide programming. There was no troubleshooting or intervention as of the reported event date. The infections were related to his bladder and having to catheterize. It was noted that the patient was often confused about their therapy, they have had him turn it off in the past to find a baseline for the patient but then he forgets and turns it back on to get relief. He forgets that he had turned it off to record baseline and then the patient would be upset that the device was not working. The representative confirmed there does not seem to be any malfunctions with the device and it was providing benefit for the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports a loss of therapeutic effect. The patient reports no stimulation sensation. The patient states when device was first implanted a year ago or more, it "pulsated" and it would stop once in a while for maybe 5 seconds and then pulsate again. The patient states the representative had set patient's stimulation so it just runs constantly and that seemed to work better for the patient. The patient states device doesn't really seem to be working "all that good right now." The patient was asked how long has that been going on for and the patient states they didn't know after the first 90 days, she put different programs in, we tried probably 15 programs and the original programs seemed to work the best and she's got one of them in there now and that's what I'm using, however it's really not really working that good and I'm kind of disgusted because it was pulsating and that was when it worked and now it just buzzes away and I can't turn it up. The patient was asked again how long has all of this been going on for and the patient states six months. The patient states he doesn't remember the last time that he went and saw manufacturer representative for programming. The patient states "I keep asking her why can't you set it on pulse. The patient was asked had they attempted to make any changes to therapy on their own, like increasing stimulation slowly to see if he can feel the "pulses" and the patient states if he increases stimulation it hurts and was painful, so he decreases stimulation. The patient states this has happened since patient has had device implanted. The patient states device was implanted on right side. The patient states it seems like at night he has to get up every 2 hours and go to the bathroom. The patient states therapy was better in the beginning. The patient states this has been going on for 6 months. The patient states the representative was notified yesterday of all issues mentioned in call.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot#: va08a6v, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient went from waking once in the night to constantly going to the bathroom. It was further noted the problem started three months after implant. It was reported the patient was given four new programs on (B)(6) 2014 and the current one made the patient feel disgusted. It was noted the patient experienced a burning sensation and pain when the stimulation was high enough. It was reported turning down stimulation resolved the burning sensation and pain. It was noted the patient had a bladder infection three months prior to call. It was reported the patient had no falls or trauma associated with the event. It was noted the patient started message therapy a month prior to call. It was further noted they do not message around the stimulator. It was reported the pulsing was different following reprogramming. It was noted the patient had turned stimulation off. It was further noted stimulation was turned on and set to a comfortable program and level. It was reported the patient could not urinate the week prior to call and turning stimulation down resolved the problem.

Manufacturer narrative:
(B)(4).